Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For unknown indications for use. The pt requested, information in order to contact their hcp to have spinal cord stimulation (scs) removed. Pt exclaimed they believed, it was electrocuting them and felt near death. Pt stated, they have gone through months of not knowing what was wrong with them. Pt explained, they saw their case worker today who told them it could be stimulating their nerve endings. Pt said, it was doing the wrong thing to their nerves. Pt described it as horrendous, and wanting it taken out as soon as yesterday, and they can't be more stern. Pt commented, it was seriously killing them. Pt indicated, the spinal cord stimulator (scs) had their hands/legs shaking, causing them to not be able to breath/catch a breath. Pt implied it had just started to bother them (7 months ago). And they were pretty sure it had moved. Pt remarked they kept thinking it was something else causing them to undergo a colonoscopy & brain scan. But it has to be the scs. Pt claimed their whole upper body turns like scalding hot. Pt said the ins has been in MRI mode. And had not charged the ins in several months.